Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 55 mm in diameter abdominal aortic aneurysm. It was reported that, approximately three years and four months post index procedure, a CT revealed that the patient's right iliac was occluded. A kink was also noted in the right ipsilateral limb. Per the physician, the cause of the event was unknown. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Product analysis results are: the pre-implant films, and films during index procedure were not provided. The pre-implant anatomy information or anatomy at implant could not be assessed. The blood flow dynamics of the vessel during implant was unknown. The distal portion of the right limb did not appear to be opposed to the vessel wall, and the exact cause could not be conclusively determined; however, it may have been due to patient anatomy, dilation of the right common iliac artery. The cause of thrombus seen lining the wall of the suprarenal aorta and the wall of the bifurcate aortic body, and complete occlusion of the right/contra limb may be related to the two likely kinks in the right limb within the aneurysm sac. The exact cause of the kinks in the right/contra limb could not be conclusively determined.

Manufacturer narrative:
Other relevant device(s): etlw1624c124e, (B)(4).

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.